Manufacturer narrative:
Device evaluation: returned device was received with the top case was chipped and cracked. The battery was missing. During the evaluation of the device a flow test was performed. The customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical medfusion 3500 syringe pump, alarming for motor drive and gears moving but plunger does not and main board lock in piece where syringe size sensor plugs in is not latching. No adverse patient effects were reported.